Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. Insurance nurse is calling on behalf of the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of feeling dizzy and had chest pain. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 04/23/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Called customer back after his insurance agent called in to report that he sought medical intervention while using our meter. Customer states that on (B)(6) 2018, he was feeling dizzy and had chest pain. Customer states that he checked his blood sugar with our meter and the results was 308 mg/dl non-fasting, customer called the paramedic and they arrived within 10-minutes, they checked his blood sugar with their meter and the results was 402 mg/dl non-fasting. Customer was transported to the ER and was diagnosed with chest pain. Customer was also treated for high blood sugar. Customer was released on (B)(6) 2018 with no new recommendation. Customer does not know his expected range. Customer states that he always tests non-fasting. Educated customer on proper way to test. Even though the comparison between the medic's meter and the metrix meter proves that the metrix is reading lower, customer states that he is not concern with low results, he is concerned with high results. Customer states that he feels well at the time of the call.